Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump doesn't recognize when door was opened with key during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device doesn't recognize when door is opened with key" was confirmed and reproduced during evaluation as a 'system error 320' at power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper latch switch not working. The upper auxiliary required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.